Manufacturer narrative:
The tech found the caster swivel was failing to lock when the brake was engaged. The tech replaced the caster to repair the bed.

Event description:
The accounts maintenance alleged that the left foot caster is failing to brake.